Event description:
It was reported that this recently implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) lead due to crosstalk. The atrial sensing and pacing were showing on the rv distal coil. It was noted the patient had a large atrium and the coil may have been placed high. The sensitivity was decreased to 1 mv (millivolts)on the rv lead and extended blanking on the cross-chamber blanking. The physician elected to not reposition the lead nor administer a defibrillation threshold (dft) test at this time. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) lead due to crosstalk. The atrial sensing and pacing were showing on the rv distal coil. It was noted the patient had a large atrium and the coil may have been placed high. The sensitivity was decreased to 1 mv (millivolts)on the rv lead and extended blanking on the cross-chamber blanking. The physician elected to not reposition the lead nor administer a defibrillation threshold (dft) test at this time. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. The device and lead remain in service. No adverse patient effects were reported.